Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. Failure analysis confirmed the reported issue and found the stapler 45 instrument to have incurred an unclamp failure based on the log review. The reload installed at the time of the unclamp failure was a white 45mm reload, which was the second install of the procedure. The unclamp failure occurred at 58.789% completion. During the procedure, there was one incomplete clamp and two complete clamps. The instrument was found to have a jammed mechanism homing failure during in-house testing. The instrument was unjammed at 0.283nm. The instrument was installed on an in-house system where it passed the initialization test. The instrument also clamped and fired successfully. System log investigation: a review of the instrument log for the stapler 45 (pn: 470298-12, batch-sequence: t10181015-0041) associated with this event has been performed. Per a review of the logs, the instrument was last used on (B)(6) 2019 on system (B)(4). The alleged event occurred when the instrument had 31 uses remaining. Image/video review: no image or video clip for the reported event was submitted for review. Site history review: as of 17-sep-2020, a review of the site's complaint history found no complaints related to this product and/or event. This complaint is being reported because the stapler 45 instrument was reported to have "locked during use" and was found to have incurred an unclamp failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, a stapler 45 instrument "locked during use," which required use of the instrument release kit (irk). The procedure was completed with no reported patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed-up with the site's robotics coordinator, who indicated that no adverse outcomes were reported. It was indicated that patient demographic information and further specifics regarding the case are not available.